Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that once the guide had been introduced, the introducer for femoral access had been removed, during advancement of the angio-seal closing system it was impossible to feed the introducer and consequently to release the anchoring. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information; 67 is based upon evaluation of the returned unused sample. Two (2) 6fr angioseal devices were returned to terumo medical corporation for product evaluation. Both devices were unused and unopened. Both devices were unpackaged and visually inspected. All components were found to have been present, and no damage or issues were identified. Functional testing was performed by attempting to deploy the carrier tube and hemostasis sheath in the vessel model. The components were able to be connected in the forward lock position and were able to be fully rear locked and fully deployed. No issues with device function were identified. The complaint was unable to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a kinked hemostasis sheath resulting in inability to advance the carrier tube assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).